Manufacturer narrative:
(B)(4).

Event description:
The customer alleged that a patient sample was run with the wrong patient sample ID after the rack was cleared of that patient sample ID on a cobas 6000 c (501) module. Clearing racks clears the patient ids assigned to a particular rack. The customer stated that patient sample ID (B)(6) was run on (B)(6) 2017 on rack 787. This patient was female and was tested for bun, ca, co2, gluc, k, na, creat and anion gap. On (B)(6) 2017 patient ID (B)(6) was run on rack 787 and was for a male patient being tested for psa, testo and shbg. On (B)(6) 2017 rack 787 went through the c501 module and showed the sample ID from the patient tested on (B)(6) 2017. The sample from (B)(6) 2017 was run but the results did not go anywhere because the patient¿s results from (B)(6) 2017 had already been verified in the laboratory information system (lis). No erroneous results were produced and no incorrect information was transferred to the lis or reported outside of the laboratory. No adverse event occurred. It is possible that the issue occurred due to the customer not clearing the rack on (B)(6) 2017. Whether this occurred could not be confirmed as the customer did not have any computer traces turned on at that time. The customer believes that rack 787 was cleared on (B)(6) 2017. The customer stated that all sample racks go to one side of the room and are cleared together twice a day. The issue has not recurred since this one event.

Manufacturer narrative:
Information was submitted to hitachi for investigation. Hitachi stated a rack with sample cups was carried into the instrument from the modular pre-analytic (mpa) system. The instrument made an inquiry to the host by means of sample ID, rack number and position number. The host identified the sample by sample ID, rack number and position number and sent the requested information for that sample to the instrument. It appears the instrument made an inquiry to the host regarding patient ID (B)(6) on rack 787 and the host sent back the information for sample ID (B)(6) on rack 787. A specific root cause was not identified.